Manufacturer narrative:
Conclusions - limited info provided by the customer in (B)(4). Several attempts have been done by the local philips personnel to obtain more details about the incident but the customer remained uncooperative. The limited info mentions heating sensations and some small burns on wrists. One of these burns turned into a water bubble / blister on the wrist which is a possible second degree burn. Heating sensations may occur during MRI and the instructions for use already contains warnings about this aspect of MRI. The root cause of the burns could not be determined because no info was provided on important parameters such as coils used, scan protocols used, and pt positioning. As a preventative action, the philips (B)(4) has sent a mr burn questionaire template in (B)(4) to the involved dealer. Also, included with the template are instructions on how to fill out the questionaire for possible future events.

Event description:
It has been reported that pts complain about a lot of heat inside the mr gantry tunnel especially during lumbar studies. This has resulted in reports of little burns on wrist or dorsal hands. By (B)(6) 2010, a female pt reported burning on both hands (wrists) during a (B)(6) study using contrast. After 24 hours, the pt has a resultant blister on her wrist. No add'l info could be given to definitively determine if it is a reportable event. Therefore, it will be considered a possible reportable event.